Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The tss instructed the customer how to avoid system message (sm) "laser filter doctor filter error" by manipulating the doctor's filter. The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a system message was received, during a laser procedure, causing the system to freeze. The procedure was unable to be completed. Additional info was requested.